Event description:
User received an erroneous sodium results for one patient sample. Sample type is plasma. Initial result gave 129 mmol per l and was reported to the physicians. The sample was repeated on this integra 800 analyzer giving 133 mmol per l and repeated again giving 136 mmol per l on two different integra 800 analyzers (B) (4) and (B) (4). User stated "results were initially reported and then repeated so a corrected result was sent out as well - resulting treatment of patient was not known". No information provided to determine the corrected sodium result reported. The field service representative found the mix tower air dry adjustment was too low and replaced the air dry valve. Calibration, controls and patient samples were run to verify analyzer performance. Customer reported no further events.